Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2014 that a resolution clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2014. According to the complainant, during the procedure, the clip grasped onto tissue; however would not lock onto the tissues nor could the clip release from the catheter to deploy. Another resolution clip was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.